Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. We have had a treatment error on artiste 2 today where it would appear the pt was positioned at a different couch longitudinal (for day 0 image and treat) to that expected from the lantis positioning data in the treatment set-up fields. It appears that after the initial imaging beams (which were over-ridden to the memory of the staff), the couch moved without an over-ride being authorized to deliver the first few treatment fields. Treatment was then interrupted due to the pt calling and the positioning error noted. Where the staff remember putting in over-rides lantis has no record - ie the staff recollection of what fields were over-ridden and what lantis has recorded are opposite to each other. No info was reported that suggests that a serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
Severity: 3 (critical). Case 1: 2 (moderate). There was a mistreatment of one pt for less than one fraction. The 2nd and 3rd of 5 beams have been irradiated to the wrong location. The user had chosen to apply an override offered by the system for only the first beam of an auto-sequence. In this case less than one fraction has been irradiated to the wrong location, which may cause a moderate injury. Case 2: 3 (critical). Worst case is, that the user does not recognize, that the override is applied to the first beam in auto-sequence only and makes the same mistake for more than one fraction. This may cause a severe injury. Probability: c (remote). Case 1: d (occasionally). Reason: such a user error has been reported only once but it may happen again. Case 2: c (remote). Reason: there has been no similar issue reported before. A mistreatment for more than one fraction has not been reported. The user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. Thus the user will be able to recognize unintended table movements, even if these are small. There are buttons installed for emergency power off. Which will be used to stop treatment and all movement. No other products are concerned.